Event description:
The customer reported the wireless transceiver (tim) had lost communication with the panorama central station, which may have resulted in a loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. The customer was provided with a loaner wireless transceiver (tim) while the unit is being returned to the factory for evaluation.